Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in via phone stating that she got a new meter and cant get it connected to her pump. The customer's blood sugar is 54 mg/dl. The customer is treating with liquid glucose stated that she is fine and that she lives alone but tests regularly .